Event description:
On (B)(6) 2014 the reporter contacted animas alleging that on the same day, the patient was treated with IV fluids in the emergency room for elevated blood glucose (bg) of 535mg/dl with unspecified ketones and vomiting associated with a time/date reset issue. Reportedly, the time and date reset to default settings when the battery is removed from the pump for less than 24 hours. This complaint is being reported based on the allegation that the patient experienced severe hyperglycemia associated with an alleged time/date reset issue.

Manufacturer narrative:
Follow-up #1: date of submission 01/30/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the black box showed evidence of the time/date reset after a pump reboot on (B)(4) 2014 at 01:21; deliveries resumed at 02:55. The pump history showed a 0.00u basal rate on 11/19/2014 from 16:06 to (B)(4) 2014 at 05:18. The total daily doses add up correctly. The pump passed a delivery accuracy test and was found to be operating within required range and delivering accurately. The pump was exercised for 24hrs with the returned battery cap and returned cartridge cap. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The alleged time/date reset issue is not likely to cause an adverse event because the pump displays the verify screen after it is rebooted and the time and date must be set to confirm the verify screen. The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.